Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a (B)(6) year old female patient who had essure (batch no. 627754) inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: (B)(6) 2020:planned procedures: robot assisted total laparoscopic hysterectomy, with possible bilateral salpingo-oophorectomy. Quality-safety evaluation of ptc: unable to confirm complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and bladder injury ('mild scaring on bladder') in a 57-year-old female patient who had essure (batch no. 627754) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder injury (seriousness criterion medically significant) and endometriosis ("endometriosis mild"). The patient was treated with surgery (assisted total laparoscopic hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, bladder injury and endometriosis outcome was unknown. The reporter considered bladder injury, endometriosis and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received. Reporter information updated. Event: pelvic pain, endometriosis mild, mild scarring on bladder were newly added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a 57-year-old female patient who had essure (batch no. 627754) inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (assisted total laparoscopic hysterectomy, with possible bilateral salpingo-oopherectomy). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: (B)(6) 2020:planned procedures: robot assisted total laparoscopic hysterectomy, with possible bilateral salpingo-oopherectomy. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-aug-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.